Event description:
The intellamap orion catheter was selected for use during the procedure. It was reported that the catheter's spline and a non- boston scientific ring catheter became entangled. The spline then separated after the two devices were detangled. All devices were able to be retrieved from the patient. The catheter was replaced with a new one and mapping was performed without issue. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of returned product revealed that the device has the splines detached., consequently confirming the reported complaint.

Event description:
The intellamap orion catheter was selected for use during the procedure. It was reported that the catheter's spline and a ring catheter became entangled. The spline then separated after the two devices were detangled. All devices were able to be retrieved from the patient. The catheter was replaced with a new one and mapping was performed without issue. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.